Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to push to respond. Customer stated that the insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.